Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it cannot be determined to what extent the patient¿s history of spinal fusion, increased combined anteversion and soft tissue laxity had on her dislocation. The root cause of the dislocation post second revision cannot be determined, and it cannot be concluded that the dislocation is associated with a mal-performance of the implant. The patient impact beyond the dislocation and reduction cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
*Us legal* the patient kept being treated with suboxone and receiving left hip injections due to chronic pain. After the dislocation in 2018 (covered under c-0283471 and c-0283572), the doctor indicated that the patient needed another revision surgery. The patient canceled the appointment due to a personal situation and will have to reschedule it.